Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a software error alarm. Blood glucose at the time of the incident was 165 mg/dl. It was advised to monitor and call back if alarm occurs again. The insulin pump will not be returned for analysis.